Event description:
It was reported by the rep that the one er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon had a pt return two days post-op. A scan showed a biloma and the clip appeared to be tear-drop shaped and leaking bile. The biloma was drained uneventfully. The pt then returned with an add'l problem from the draining of the biloma. The pt stayed in the hosp approximately one week.